Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. The manufacturer received the device for evaluation. A review of the error logs identified an error occurred. The system board was replaced to address to the issue.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator service required alarm occurred. The manufacturer received the device for evaluation. A review of the error logs identified an error occurred. The system board was replaced to address to the issue. The system board was evaluated by the manufacturer's product investigation laboratory (pil) and found the system board functioned as designed and operated without issue or error codes.